Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "patient sent home with cadd pump infusion utilizing the optima cstd system. Connections were tight and secured with tape by nurse prior to leaving facility. After 25 hours of infusion at home patient noticed shirt was wet where the cstd was located on the infusion set. Patient's daughter called the infusion center to report incident. (Rn) instructed her to turn the pump off and report to clinic for evaluation. She stated all connections were tight and she could not determine where exactly the leaking was coming from."

Event description:
It was reported that leakage occurred with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "patient sent home with cadd pump infusion utilizing the optima cstd system. Connections were tight and secured with tape by nurse prior to leaving facility. After 25 hours of infusion at home patient noticed shirt was wet where the cstd was located on the infusion set. Patient's daughter called the infusion center to report incident. (Rn) instructed her to turn the pump off and report to clinic for evaluation. She stated all connections were tight and she could not determine where exactly the leaking was coming from."

Manufacturer narrative:
Correction: type of reportable events: serious injury investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808101, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process. All units from lot 1808101were inspected with no defects observed. Leakage testing was performed on thirty samples of the same lot with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.